Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a broken sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the leg on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. The sensor was inserted into the leg. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number and lot number unknown) was returned for evaluation. A visual inspection was performed and an investigation was unable to be completed due to the applicator only being returned. The customer complaint could not be confirmed. A root cause could not be determined.